Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to a patient infection. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
However, this device was re-implanted into the same patient one month later with new leads. No adverse patient effects were reported due to the off label use. This crt-d remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.